Event description:
It was reported that shaft break occurred. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date since event date was not provided.